Manufacturer narrative:
The short right atrial retractor instrument was received and failure analysis found the instrument to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. A review of images provided by the customer appear to show a broken, but not frayed, cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted mitral valve repair procedure, cable fibers were found to be broken in the short right atrial retractor instrument. Per hospital policy, an x-ray was performed at the end of the case whenever an instrument breakage is suspected. The damage to the instrument was identified during its removal from the robotic arm after the surgery was completed. No fragments were detected inside the patient, and no additional surgical intervention was necessary to retrieve any debris. The procedure was completed without the need for a backup instrument. The patient has not presented with any post-operative complications.